Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable pulse generator (ipg) and right ventricular (rv) lead were abandoned and replaced. No patient co complications have been reported as a result of this event.